Event description:
A malfunction alarm was reported with a code of malf 9, and the fault ID was provided as 9-0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears, which the customer acknowledged and understood.